Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a post market vigilance instrument (0199) and applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during the lar procedure. The staple line was formed incomplete at the distal end. The I-beam went up forward as the surgeon squeezed the handle, but the stapling failed at the distal end. To complete the staple line, another reload was used. No patient involved. No adverse events reported.